Manufacturer narrative:
Insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was high of 400 mg/dl. Device had alarmed no delivery alarms. During troubleshooting, device passed the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.